Event description:
The following is based off a review of the pt's med records provided to davol by the pt's attorney: (B)(6) 2000 - the pt was implanted with a bard flat mesh during a tah with bso, abdominal sacral colpotomy, peri-vaginal defect repair, burch retropubic urethropexy, obliteration of cul de sac preventing enterocele, and teloscopy. Following the surgery the pt complained of pain, constipation, and vaginal spotting. (B)(6) 2002 - the pt underwent partial explant of the bard flat mesh due to vaginal bleeding and mesh erosion. Of note, the physician was unable to remove all of the mesh safely due to the shortening of the vagina. Following this procedure, the pt continued to have vaginal spotting and again there was mesh erosion that could be seen by the physician. (B)(6) 2002 - the pt underwent another partial explant of bard flat mesh with implant of a non bard/davol mesh. (B)(6) 2005 - the pt underwent exploratory laparotomy with removal of the remaining bard flat mesh, posterior vaginectomy, extensive adhesiolysis with repair of bowel serosa.

Manufacturer narrative:
Currently, it is unk to what extent the device may have caused or contributed to the reported event. The med records indicate that the pt was treated for adhesions, which is a known possible adverse reaction listed in the IFU. A mfg review was performed and no evidence of a mfg related cause for the alleged event. If additional event and/or evaluation info is obtained, a follow up MDR will be submitted.